Manufacturer narrative:
Address line 1 ¿ 600 mts. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Uf / importer report number: (B)(4). The event/therapy occurred on an unspecified date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a backflow of solution into the intravenous fluid while using an access set. The patient received IV diflucan via secondary line. The pump was programmed appropriately. This issue occurred during use with patient involvement. There was no patient injury or medical intervention associated with this event. No additional information is available.